Event description:
It was reported that no battery voltage was available on the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available likely due to bit flip in lead impedance/battery voltage trend data. (B)(4).